Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lines of the homechoice cassette were not ¿fitting properly¿ to the bags during peritoneal dialysis (pd) therapy. The pd therapy was discontinued. There was no patient injury or medical intervention associated with this event. No additional information is available.